Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-12371. . It was reported that interrogation of the implantable cardioverter defibrillator revealed that there were episodes of ventricular fibrillation and an episode of supraventricular tachycardia with visible undersensing noted. Additionally there was right ventricular lead noise seen, which did not lead to inhibition of therapy. There was also functional undersensing seen due to small and variable amplitude ventricular signals that were below the maximum sensitivity. The anti-tachycardia pacing that the device delivered was not successful in numerous episodes. The shock that the device provided appeared to successfully convert the rhythm.